Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing all staples were malformed/not formed. They did not push into the tissue. The surgeon used suction to suction the staples out. The rotation knob was difficult to rotate as well. It is unknown what color cartridge was being used. A second device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned with the nozzle broken and with a 6r45b reload present. The reload was received fully fired and with the reload lock out spring normal. It was noted that the nozzle was found broken at the shroud interaction. No functional test could be performed due to the condition of the device. Although no conclusion could be reach on what caused the damaged observed on the device, it is possible that excessive force was applied to the triggers when the jaws were clamped on tissue thicker than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.